Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the testing indicated no microbial growth for the subject device. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing test on (B)(6) 2017 by the facility, the suction channel of the subject device tested positive for unspecified bacteria (uncountable) and enterobacter cloacae (uncountable). It was also informed that the suction channel of the subject device tested positive for unspecified bacteria (uncountable) and klebsiella oxytoca (uncountable) in the additional surveillance test on (B)(6). The customer reported that the subject device was reprocessed according to the instruction manual. The subject device had been disinfected with non-olympus automated endoscope reprocessor (getinge) using peracetic acid. There was no report of infection associated with this report.